Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: yellow particles observed, inside the device. Black particles observed, outer the device. Observed, a broken plug strap assessed, as an unidentified (tear) opening. Observed, a delamination total of the valve (adhesive failure). No further actions are required, as the device was implanted.

Event description:
Device has been explanted.